Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device system was explanted and replaced due to the implantable pulse generator (ipg) eroding through the patient's skin. It was noted that the pocket was open to the air. No further patient complications have been reported as a result of this event.